Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("x-rays shows that my essure is split in two") in an adult female patient who had essure (batch no. Cs30xz) inserted for female sterilization. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter commented: she had an appointment scheduled with them for (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure is split in two.. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('x-rays shows that my essure is split in two') in an adult female patient who had essure (batch no. Cs30xz-invalid) inserted for female sterilization. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage had not resolved. The reporter provided no causality assessment for device breakage with essure. The reporter commented: she had an appointment scheduled with them for (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: essure is split in two. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.